Event description:
Customer reported via phone, he was having issues with the down arrow on the insulin pump, it seemed stuck, then the device alarmed button error. Customer's blood glucose was 270 mg/dl. Customer stated the alarm occurred once and it woke him up. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to a flattened button dome switch. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.